Manufacturer narrative:
The nozzle assembly, 2-way solenoid valve and s206 pressure sensor were returned to tosoh instrument service center (isc) for investigation. The returned parts were replaced by the field service engineer as a precautionary measure. The returned parts contained no visual damage, contamination or signs of wear. The returned parts were installed on a working aia-360 testbed analyzer. The sample nozzle was cleaned and flushed to remove any residue. A backflush of the solenoid valve was performed to dislodge any internal clogs and ensure proper valve actuation through system diagnostics to ensure unrestricted flow and proper valve function. An impasse test was performed with the pressure sensor installed. A clogging tool (rubber cap-like device) was used to simulate a clog and confirm the impasse result values. All analog-to-digital values and system responses were within manufacturer-specified ranges and the impasse and suction values fell within the specified ranges. The returned parts all function as intended. Isc was unable to replicate the complaint and therefore is unable to confirm the complaint due to the returned parts functioning as intended.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by viewing the error log. The fse primed all reagents, checked and verified the nozzle assembly was not bent, checked the specimen syringe and found no issues and verified no fluid leaks. The following day the fse performed the impasse sense procedure, background and quality control (qc) with passing results. During troubleshooting, the fse replaced the nozzle assembly, 2-way solenoid valve and s206 pressure sensor. Fse could not determine the cause of the reported event. The fse verified the resolution by performing qc with passing results. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number 2a352009. There were no similar cases found during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 4017 spec.sy clog detected. Description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The most probable cause of the reported event could not be established.

Event description:
A customer reported "4017 specimen syringe clot detected error" on the aia-360 analyzer. The customer checked for clots in the sample but none were detected. The customer performed a sample nozzle wash, but the error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.